Event description:
A customer reported the generation of erroneously high ise (ion selective electrodes) which includes potassium, and sodium patient results involving their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse performed primes and observed generation of bubbles on the syringe and sample pot. The fse determined the cause of the failure was due to faulty buffer valves. The fse replaced the two buffer valves to resolve the issue. The fse verified system performance without further issue. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).